Event description:
Device malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a heavily scarred common femoral artery after a diagnostic procedure. Reportedly, the clips were deployed but failed to achieve hemostasis. Hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional info was available.

Manufacturer narrative:
Evaluation summary: evaluation of the returned device found the device was fully clip deployed and the thumb advancer and tube set had been retracted. The vessel locator wings were bent, broken and pulled out of the cylindrical body. The unlocked and retracted thumb advancer is consistent with the steps for removal of a stuck device and the bent and broken vessel locator wings are consistent with what occurs when tissue is compressed between the vessel locator wings and the distal end of the tube set during thumb advancement. There was no reported information about a stuck device or difficult thumb advancement. These findings are not consistent with the reported experience. The reported access site being in a heavily scarred tissue track may have been a contributing factor in the reported failure to achieve hemostasis. The most probable root cause of the bent and broken vessel locator wings and subsequent failure to achieve hemostasis is related to the operational context in the use of the device, based on the evaluation findings. No manufacturing or quality inspection issues were detected. A review of the device history record for this lot did not produce any findings relevant to this report.